Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretest for check trigger and electronic control unit function upper trigger was binding, and check power with the test bench - out of tolerance. It was further determined that the small battery drive device showed signs of immersion, excessive corrosion on the sub assembly components, the electronic control unit was corroded, magnet lifted off and the motor from end shaft, and the ball bearings were seized and hard to rotate. The assignable root cause was determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device worked intermittently or not at all. During in-house engineering evaluation, it was determined that the triggers on the motor device were sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.